Event description:
New information notes that at a subsequent follow-up non-sustained lead noise was observed again. Programming changes were made per physician recommendation.

Event description:
It was reported that episodes of non-sustained lead noise due to sensing latency on the discriminator channel were observed on stored records. Reprogramming was recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.